Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared per the instruction for use without any issues. When the cds was inserted into the sgc, an air embolism was noted in the mitral valve. The devices were inspected but there was no crack or air bubbles noted. There was some air bubbles noted in the IV lines that are attached to the cds. The cds was flushed but there were no cracks visible. The patients blood pressure dropped and medication was administered. The patient was stabilized. The cds was removed and a new cds was used successfully. Two clips were implanted, reducing mr to 2. There were no additional patient effects reported.

Manufacturer narrative:
The complaint device was returned for evaluation. Although there was no device malfunction/issue reported against the device, however, as the device was returned, it was visually inspected as a conservative measure and no device damage/issues were identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported air embolism resulting hypotension appears to be related to procedural circumstances. Air embolism and hypotension are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication require was resulted of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.